Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin. Per reporter volume was 555, stop volume unknown, measured volume 49 and the calculated under infusion was not reported, incomplete data was reported. No additional information is available at this time.